Event description:
It was reported that the packaging was pierced. The pierce was discovered prior to being used on the pt.

Manufacturer narrative:
The investigation is in progress, once completed a MDR supplemental will be filed.